Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported via mw5083502 that a female patient underwent an unspecified breast surgery with two unspecified mentor gel breast implants and suffered several systemic symptoms postoperatively, including fatigue, brain fog, joint pain, sinus issues, facial swelling, dry eyes and breast pain postoperatively. In addition, the patient reported right-sided capsular contracture (grade unknown). As a result, the patient had the devices explanted without replacement in (B)(6) 2019. This report is for the patient¿s left-sided device.